Manufacturer narrative:
Apoc incident (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2024, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant po2 result on an 53 year old male patient with nausea's, vomiting, & diarrhea. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method date collected tested po2 sample I-stat on (B)(6) 2024 11:52 11:55 173 mmhg a, I-stat on (B)(6) 2024 12:12 12:28 33 mmhg b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 04-jun-2024. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing for eg7+ cartridge lots n23352 and n24040 and returned cartridge testing for lot n24040 met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for eg7+ cartridge lots n23352 and n24040.